Manufacturer narrative:
No conclusion code available; the reported field event of long charge times was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and charging was normal. After the hv capacitors were removed and aged, the subsequent charge had timed out. The hv capacitors were sent to the manufacturing site for further evaluation and no anomalies were found. The cause of the long charge times in the field could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant, capacitor maintenance revealed long charge time. Multiple attempts were made and showed decrease in charge time. The device was replaced and sent back for analysis.